Event description:
Defective device: ge healthcare -- hmef 1000/s, disposable. The failure of this device occurred while attempting to use it for ventilating a pt during anesthesia. Ventilation was not possible because the product would not allow any oxygen to flow through the device. This was a life threatening event that fortunately was recognized. I fear that if this should occur again without recognition by the anesthesiologist, pt death would certainly result. Please investigate this product immediately to prevent any future adverse events.